Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-19. It was reported that the patient¿s battery was overdischarged. The ins was trickle charged, charged, and the power on reset (por) was cleared on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and myofacial pain syndrome. It was reported that the patient had poor/no telemetry with recharging and poor communication on (B)(6) 2017. It was reported that the patient¿s battery in their chest died and now they couldn't¿ charge it. They stated that their recharger was not linking up with the ins and they were in a lot of pain. The patient reported that prior to the call they had tried to charge the device but their recharger was just giving them the reposition antenna message. The patient confirmed that they had already tried repositioning the antenna and they were confident that they had the antenna directly over the ins which was implanted in their chest. The patient stated that they called their managing healthcare provider (hcp) earlier and that they redirected them to call the device manufacturer as they did not do anything with the devices. The patient was asked when they last had stimulation and they stated that their battery died a day or so ago ((B)(6) 2017). It was reported that the last time they were successfully able to charge their device was two to three weeks ago, which the patient stated they normally go about two weeks between charges. The patient did not have their patient programmer while on the call for troubleshooting, but they did indicate that they already tried communicating with the patient programmer and they got the poor communication message. Patient services mentioned pocket concerns as a possible reason for recharging concerns. Potential causes for poor communication issues were also reviewed with the patient. The patient then stated that they felt like it was the battery. They stated that they did not see signs that the battery was flipped, but was experiencing a little discomfort there on 2017-09-18, may be from messing with it when they were trying to charge. The patient reported that they did tree work and that he had gotten hit in the chest with a tree and it knocked a rib out of place. The patient reported that they noticed that it seemed like their battery was dying more quickly as well over the last month or so (2017). It was reviewed the importance of antenna placement, charging over thin material and not bulky clothing and charging away from sources of emi. The patient reported that they were normally able to start a charging session easily with a full signal and this was a new issue for them. The patient was redirected to follow-up with their hcp for a possible device check, for further troubleshooting and to inform them of their accident with the tree hitting their chest. No further complications were reported/anticipated.